Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Subsequently, boston scientific received information that this device was explanted. Elective replacement indicator (eri) was triggered in (B)(6) 2010 due to charge time (13.1 seconds). To date, the device has not been returned to boston scientific's return products department.

Event description:
Boston scientific received information that this patient contacted patient support to ask why the device's battery would deplete earlier than expected. Patient support explained that the typical longevity for this device is 4-6 years and is dependent on programming and device usage. The patient was informed by the clinic that the device's battery was nearing replacement time. Subsequently, within a couple of days, the device began generating beeping tones. The clinic told the patient that the beeping tones could be programmed off. The available information suggests that the device remains inservice.